Event description:
Device 2 of 3. Reference MFR report#: 1627487-2012-06570 and 1627487-2012-06572. It was reported the pt is experiencing heating at the ipg site while recharging. It was also reported x-rays were taken and revealed lead migration. The pt is scheduled to have her ipg explanted. The pt plans to have her lead explanted sometime in 2013. On (B)(6) 2012 (B)(4) , sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.